Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer statement: "user complained of infusion not ending on time. Pending clearer details of the case. User complained of infusion not ending on time when keyed in 100ml of vtbi with rate 220. Based on history log, vtbi was key to be 110ml instead of 100ml. Patient condition is not affected. B.braun's engineers confirmed that the pumps were within specifications."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. A space line neutrapur was inserted. The infusion was started with a rate of 220ml/h and a vtbi of 110ml. 30 minutes later the infusion was finished and the kvo mode starts with a rate of 3ml/h. Based on history log, vtbi was key to be 110ml instead of 100ml. No other abnormalities were found.